Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts have been made to obtain additional information with no response to date. (B)(4).

Event description:
An ophthalmic surgeon reported repetitive issues with knives that did not cut from several lots. Each time a stand alone knife was taken. Several attempts have been made to obtain additional information with no response to date. This is one of five reports being filed for this facility. This report is for one of the knives lots.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to product¿s acceptance criteria, the root cause for the reported complaint by the customer cannot be determined. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. A corrective action has been initiated to investigate the trend in dull blade complaints and to identify if further actions are warranted.

Event description:
The event occurred during an intraocular lens (iol) implant.